Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a resurfaced screen and the finish was not longer there. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer report the scratch was visible and they did not read the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display anomaly during test. Device received with minor scratched lcd window.